Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a2, a3, a4, a5, b4, b7, g3, g6, h2, and h10.

Manufacturer narrative:
(B)(4). Concomitant medical devices: stemmed tibial component precoat a/p wedged for cemented use only size 4 catalog#: 00598800400 lot#: 63402724, unknown femoral catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent knee revision approximately fourteen months post-implantation due to pain and reported loosening of the tibial tray. Articular surface was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent knee revision approximately fourteen months post-implantation due to pain and loosening of the tibial tray. Operative notes report the tibial poly was loose, and that the tibial and femoral components were well fixed. Articular surface was revised without complications. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: stemmed tibial component precoat a/p wedged for cemented use only size 4 catalog#: 00598800400 lot#: 63402724. Femoral component option size e left catalog#: 00599401591 lot#: 63592705 stem extension sharp fluted 14mm dia x 75mm length (combined length 120mm) catalog#: 00598801514 lot#: 63203982. Stem extension straight long 17mm dia x 155mm length (combined length 200mm) catalog#: 00598801117 lot#: 63215489. Trabecular metal femoral diaphyseal cone, 30mm, small, left catalog#: 00545001730 lot#: 63392061. Trabecular metal tibial cone, medium 36x31mm catalog#: 00545001336 lot#: 62038927 femoral augment block distal only precoat size e 15 mm augment with screw catalog#: 00599003523 lot#: 61668091. Femoral augment block distal only precoat size e 20 mm augment with screw catalog#: 00599003524 lot#: 77003571. Palacos r 1x40 single catalog#: 00111214001 lot#: 87524706. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review found patient presented with pain. Imaging and subsequent bone scan confirmed loose product again. Articular surface was revised due to wear and loosening. Root cause was unable to be determined.